Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was unable to charge their ipg. Troubleshooting was attempted by field representatives, but the ipg was unable to communicate with the external devices. As a result, surgical intervention may take place at a later date to address the issue.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2025 during which the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The reported observation of unable to charge or communicate was not confirmed during electrical analysis. The root cause of the observation was not ascertained. The device charged normally throughout charge testing. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, output signal integrity and charging circuitry. All portions of ate testing passed which includes communication and charge testing of the eterna device.